Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that there was a broken lead. The lead was never implanted. While trying to place the lead the bottom contact on the lead had been bent and broken. The patient had difficulty anatomy and it was hard to get the lead to track the nerve. Once the lead was broken the decision was made to discard and get a new one from consignment shelf. The issue was resolved at the time of report.